Manufacturer narrative:
Additional information: d10, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The corporate provided blood port caps and adapter caps were returned attached to the dialyzer. Blood was noted throughout the dialyzer. The returned sample was subjected to a laboratory bubble point test. A leak was detected as a steady stream of bubbles emanating from the polyurethane (pu) cut surface on the non-cavity ID end of the dialyzer located at approximately 270 degrees, with the dialysate ports situated at 0 degrees. The dialyzer was then disassembled for further evaluation and a fiber fragment was identified in the same area the leak was identified (at approximately 270 degrees on the non-cavity ID end). The fiber fragment was flush with the pu surface. The opposing end of the fiber was unable to be located. Further examination of the fiber bundle did not identify any other damage or irregularities. The inferior surface of both polyurethane potting ends were examined for voids; no voids were noted. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager (cm) reported that an internal dialyzer blood leak occurred less than a minute into a patient¿s hemodialysis (hd) treatment. The blood leak was reportedly visible outside of the dialyzer fibers and within the dialysate compartment of the device, mixed in with the dialysate. The machine, a fresenius 2008t, alarmed appropriately with a blood leak alert. Fresenius bloodlines were also being used. A blood test strip was used to test for the presence of blood in the dialysate, and it tested positive. There was no reported damage identified on the dialyzer. After the machine alarmed, the treatment was halted. The patient¿s blood was not returned; estimated blood loss (ebl) was approximately 200 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete treatment after being re-setup with new supplies on the same machine. The dialyzer was reportedly available to be returned for a manufacturer evaluation.